Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The xience sierra stent became elongated during deployment. The stent had a larger implant area probably due to the stent being implanted with a diameter larger than the size indicated for the vessel. A small area of the stent that had elongated was in healthy tissue. There were no adverse patient effects and there was no delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3: estimated date of event. D4: the UDI number is ¿ni¿ as the catalog number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported stretched stent; however, factors that could contribute to a stretched stent include, but are not limited to, interaction with accessory devices, interaction with anatomy and product placement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The xience sierra stent delivery system (sds) stent elongated upon deployment. It was noted the bag became elongated, the stent had a larger implant area (probably due to oversize, with a stent being implanted with a diameter larger than the size indicated for the vessel). A small area that has elongated was in healthy tissue. There was no adverse patient effects and there was no delay in the procedure. Subsequent to the initially filed MDR, the following information was provided: the ideal size was chosen, however, the stent became elongated. No additional information was provided.